Event description:
International customer reports that a patient presented 6-7 weeks following hand surgery with pain, redness and swelling in the finger. The patient was treated with antibiotics. The patient was returned to surgery for excision of the device.

Manufacturer narrative:
Date sent to the FDA: 08/07/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.